Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the lower part of display was missing columns. Lcd (liquid crystal display) was found out of electrical specification. Analysis also found the upper case halve, lower case halve, both bail covers, ring cover, and the battery drawer were broken. Both battery contacts were compressed. One bail was bent, keyboard window was scratched many times, and the serial number label was ripped. It was noted one bail and ring were missing. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not functioning. No further information was available. The epg was returned for repair. There was no patient involvement.